Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to the shortcut of the charged-coupled device (ccd) cable, the screen turns white with no image. Based on the results of the investigation, the most probable cause of the reportable issue is possibly linked to the device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the ultrasound bronchofibervideoscope exhibited that due to the shortcut of the charged-coupled device (ccd) cable, the screen turns white with no image. There were no reports of patient involvement.